Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy, when first firing was being performed, the firing knob did not advance and the firing failed. A new product was used, and firing was able to be performed properly and the procedure was completed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. The single use loading unit (sulu) displayed a full complement of staples and the interlock was set with no knife damage. The sulu was loaded into the returned instrument for functional testing. The instrument and loading unit were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.